Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pedicle screws were placed in the patient's spine in a different position than desired with the brainlab device involved, despite according to the surgeon: the deviation of the 9 pedicle screws was detected by the surgeon after placement with an intraoperative CT control scan before finalizing the surgery and the screws were replaced (re-positioned) successfully with the aid of navigation during the same surgery. All final pedicle screw placements were correct as intended, and the final outcome of this surgery was successful as intended. There was no harm or negative effect to the patient due to the deviating screw placements, neither due to the prolong of surgery/anesthesia (of ca. 60 min). There were no other remedial actions necessary, done, or planned for this patient. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the main root cause for the deviation of the 9 pedicle screw placements in the left t3-8 and right t3-t5 vertebrae by 4-5mm from the intended position is a movement of the navigation reference array during the surgery in relation to the vertebra on which it was attached (t8), leading to a shift between the navigation display of the image dataset and the actual patient anatomy, due to an insufficiently rigid fixation and/or due to applying inadvertent force to the reference array during the registration process from less than ideal placement of the sterile scanning drape (i.e. From the contact pressure between the sterile scanning drape and the reference array) or during the surgery (i.e. Bumping to the array). Movement of the navigation reference array relative to bone anatomy during e.g. Hardware placement, cannot be recognized by the navigation system when displaying tracked instrument positions (e.g. Drill guide) on the pre-surgery (registration) image. Further contributing factors are: a less than optimal registration result due to wrinkling of the clear sterile scanning drape placed over the reference array, causing less than optimal visibility of the reflective marker spheres during the registration. A relative movement of the vertebrae operated on in relation to the vertebra on which the reference array was attached (t8), due to the general instability of the spine from the fracture at t5/t6, and a non-rigid connection of the bones when applying forces during the surgery, leading to a shift between the navigation display of the image dataset and the actual patient anatomy. These vertebra movements relative to the navigation reference array during e.g. Hardware placement, cannot be recognized by the navigation system when displaying tracked instrument positions on the pre-surgery (registration) image. Apparently the resulting deviation of the navigation display was not recognized by the user before the placement of the pedicle screws with the necessary navigation accuracy verification throughout the procedure. The self-tapping screws were placed with a non-navigated screwdriver. Self-tapping screws can quite easily follow a different path than the one prepared for the screws, as no tap is used previously. Since the screwdriver and screw were not navigated, this factor is independent of the use of navigation, i.e. The navigation did not contribute to this possible cause. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the spine for stabilization of a fracture at t5/t6 with planned placement of 12 pedicle screws in the t3-t8 vertebrae, was performed with the aid of the display by the brainlab navigation software spine & trauma 3d 2.6. During the procedure the surgeon: positioned the patient in prone position on the or table. Attached the navigation reference array on vertebra t8. Performed an intraoperative CT scan and verified and accepted the automatic registration of the current patient anatomy to the navigation (to the intraoperative CT scan imported into and used by the navigation). Breathing was halted during the scan. Used the navigated brainlab drill guide to drill into the pedicles and used a non-navigated, non-brainlab screwdriver to place self-tapping screws into the pedicles following the path created by the drill. Attached rods to the pedicle screws and performed an intraoperative CT confirmation scan and determined the 6 left t3-t8 and 3 right t3-t5 pedicle screws were misplaced ca. 4-5mm, rotated toward the patient's left from the intended and planned position. Removed the right rod and right t3-t5 screws, and performed another intraoperative CT scan and verified and accepted the automatic registration of the current patient anatomy to the navigation (to the intraoperative CT scan imported into and used by the navigation). Used the navigated brainlab drill guide to drill into the right pedicles of t3-t5 and used a non-navigated, non-brainlab screwdriver to re-place (re-position) self-tapping screws in the same vertebrae. Removed the left rod and screws and repeated the same process for the left t3-t8 screws. Performed an intraoperative CT confirmation scan and determined that all screws were placed as intended. Completed the surgery successfully as intended. According to the surgeon: the deviation of the 9 pedicle screws was detected by the surgeon after placement with an intraoperative CT control scan before finalizing the surgery and the screws were replaced (re-positioned) successfully with the aid of navigation during the same surgery. All final pedicle screw placements were correct as intended, and the final outcome of this surgery was successful as intended. There was no harm or negative effect to the patient due to the deviating screw placements, neither due to the prolong of surgery/anesthesia (of ca. 60 min). There were no other remedial actions necessary, done, or planned for this patient. Hospitalization was not prolonged either.